Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa. The physician assessed the release criteria. The device met all release criteria with a complete seal noted. The closure device was released from the core wire and successfully implanted in the laa of the patient. The procedure was completed and there were no complications that occurred during the procedure. Post procedure the patient became increasingly hypotonic. The patient was given an infusion of jonosteril. Echocardiography imaging showed no pericardial effusion, moderately restricted pumping function (ejection fraction is about 40%), small right ventricle (rv) with good pumping function, and inferior vena cava (vci) with inspiratory collapse. The patient received further infusions of akrinor and later norepinephrine. There were no signs of bleeding or issues at the puncture sites. The patient was then intubated and put on a ventilator. At this time it was noted via echocardiography that the watchman flx closure device had embolized out of the laa and to the left ventricular outflow tract. The patient's left ventricle ejection fraction was 10-15% and they had a minimal stroke volume at about 10-20 milliliters. The patient continued to worsen and chest compressions were started. The physician then used a pigtail catheter to move the closure device from the outflow tract into the left ventricle apex, but was unable to snare the device. Unfortunately, the patient could not be resuscitated and passed away.